Event description:
It was reported that intermittent malfunction alarms occurred. The customer reportedly will continue to use the pump method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.